Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra mini meter had a cal code issue. The complaint was classified based customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist made a follow up call to the patient. The patient reported that the alleged cal code issue on the subject meter began on 12/16/2015. The patient manages her diabetes with a combination of medications including humalog, metformin and januvia and continued with her usual dose including sliding scale as a result of the alleged product issue. The patient reported that within an hour of the alleged product issue she developed the symptoms of light headed, shaky and sweaty. The patient claimed that shortly after wards she self-treated with more food gummy bears. At the time of trouble shooting, after walking the patient through changing the cal code the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.